Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 211 (mg/dl). During troubleshooting with tandem technical support, the customer was able to load a cartridge and the pump performed as expected.